Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer received an alarm. When the customer checked his insulin pump, there was a blank display. The customer changed his battery, but the blank display persists. The customer's blood glucose was 234--252 mg/dl. Troubleshooting did not find any damage to the insulin pump. No additional information provided.